Event description:
It was reported that the patient had been encephalopathic for 3 days prior to the report. It was believed that the patient did not have an infection. Most likely, the patient¿s rate was increased too quickly. The patient was hospitalized and continued to be unresponsive. The changes in therapy/symptoms were considered to be sudden. The pump was infusing baclofen (unknown) and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0178003r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8575, lot# n101822, implanted: (B)(6) 2007, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).